Event description:
The customer reported that the jaws of the device could not be re-opened and the knife blade would not retract. The site contact was not able to provide info as to whether the device was applied to tissue when this occurred or not. There was no patient injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.